Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on february 21, 2020, during testing at service and repair, the torque limiting ratchet handle has failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the 10 mm torque limiting ratcheting handle -6mm hxc (p/n: 03.620.061, lot #:5784466) was returned and received at us cq. Upon visual inspection, slight discoloration was observed on the device. No other issues have been identified with the returned device. Functional test: the functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 12.30 nm which was not within the specified torque range of the device of 10 nm - 12 nm. Hence, the torque test failed high. Service & repair evaluation: during testing at service and repair, the torque limiting ratchet handle has failed in calibration. The repair technician reported the device failed high. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: ratcheting and torque limiting handle, 10mm. Investigation conclusion: the complaint condition was confirmed as the 10 mm torque limiting ratcheting handle -6mm hxc (p/n: 03.620.061, lot #:5784466) failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.620.061; lot number: 5784466; per jde, manufactured date: 05/09/2008. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.